Manufacturer narrative:
No device analysis was performed; the device met risk-based analysis criteria.

Manufacturer narrative:
Concomitant medical products: product ID 64002, serial# unknown, implanted: (B)(6) 2013. Product type: adapter. (B)(4).

Event description:
It was reported that there was an infection of the patient's active pc and pocket adaptor and an explant was planned. It was noted that the device was implanted as a replacement to a kinetra that was explanted for normal battery depletion. It was further noted that the size of the device and pocket adaptor exceeded the capacity of the skin and this probably caused the infection. The patient status was noted as alive-with injury and action had not been taken yet, but an explant was planned. It was also noted that actions required include "hospitalization" and "intervention required surgical." Symptoms were noted as fever and the location was stated to be the device pocket. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the infection was at the ins pocket and the organism was (B)(6). The system was explanted and the patient was being treated with antibiotics.

Manufacturer narrative:
(B)(4): analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.